Event description:
Complainant alleged that while attempting to pace pt, the device current could not be adjusted. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Subsequent to the incident, biomed was able to duplicate the complaint.